Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant.

Event description:
It was reported that during the procedure, pre ablation the physician dr (B)(6) tied the tubes with clips and hysteroscopy. The novasure ablation completed without issue, cavity measurements are unknown. The physician verified post ablation no perforation is detected. On or around the (B)(6) the patient returned to the ER complaining of abdominal pain, ultrasound confirmed a visible sign of other organs present and what appeared to be portions of the uterus stuck to the intestines. The physician believes the perforation may have occurred at the time the clips are set pre ablation. No additional details available at this time.